Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance a clearlink system continue-flo blood/solution set in which there was a leak. It is unknown where on the set it was leaking. There was no report of patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection revealed no abnormalities. An underwater pressure test at 8 psi and a liquid leakage test for the luer slip fitting were conducted and revealed no abnormalities. A luer gauging test revealed that the two piece luer body was too small. The root cause was determined to be due to the mold insert being undersize/oversize.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.